Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0204958902, implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative a fairly constant aching and pain at ipg site for last 6 months. The patient also reported sporadic brief "stings" or shocks at times at battery site sometimes weekly. Patient reports "overall bladder is ok", and no decline in effectiveness. Patient had voltage on 2.4v and had recently decreased to 1.4v with no deterioration in bladder symptoms. Aching pain persists. Now feels stimulation at times and still thinks the odd shock persists. Physical exam from dr . - nothing found. No falls reported. Impedance test within normal limits on 1.4v. Battery capacity 18-33% and 13-23 months remaining.